Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) previously received an inappropriate shock due to a fast atrial rate. Additionally, the patient reported that the device was beeping regularly over the past few weeks. It was hypothesized that the device battery was prematurely depleting. The physician subsequently surgically explanted and replaced the device to resolve the event. Technical services (ts) was also contacted for programming options to prevent inappropriate therapy with the newly implanted device. The patient was stable with no additional adverse effects. The explanted s-ICD is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) previously received an inappropriate shock due to a fast atrial rate. Additionally, the patient reported that the device was beeping regularly over the past few weeks. It was hypothesized that the device battery was prematurely depleting. The physician subsequently surgically explanted and replaced the device to resolve the event. Technical services (ts) was also contacted for programming options to prevent inappropriate therapy with the newly implanted device. The patient was stable with no additional adverse effects. The explanted s-ICD was received for analysis.